Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. Factors that could have contributed to the reported event include: the suction line was not connected, suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; therefore, decreasing the functionality of the wand. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip of the device is worn from use. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and caused an e7 wand error. A bypass box was used to test the device. The device had no issues generating plasma. The suction of the device was weak or minimal, after applying pressure to the line, debris was removed from the tip and the suction functioned as normal again. No issues with overheating were found. The resistance measured at 1.60 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case- (B)(4).

Event description:
It was reported that during an acl procedure, the suction of the wand was not working, causing that the increase of the temperature, they tried to increase the suction pressure but with no success. The wand overheated. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.